Event description:
A trilogy evo ventilator was returned to the third-party service center for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the third-party service center, the device does not power on, software version shows up as 0.00.00.00 and cannot retrieve the error log occurred. The device's system pca and display pca needs to be replaced to address the issue. In addition of the above evaluation, air foam inlet filter and muffler will be replaced due to pm. Blower, machine flow sensor and one of the in line filters have to be replaced due to contamination, which was not related to the malfunction/issue.